Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a hcp for a clinical study, via a manufacturer representative, reported no diagnostics were performed but reprogramming was performed to no avail. It was noted that battery depletion led to loss of efficacy. The patient was satisfied with the results of the new stimulator.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a visit and complained of decreased efficacy; increased incontinence and urinary frequency. The investigator opted for battery replacement. The event was ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported a symptom of stress incontinence being worse. The patient was reprogrammed and the neurostimulator was replaced on (B)(6) 2015. The outcome was resolved without sequelae.